Event description:
It was reported the device has no telemetry with the programmer; cannot get a magnet response. The device is pacing at 70 ppm. A manufacturer technical consultant stated it is unusual to have pacing at 70 ppm, but not able to get magnet response or telemetry. An x-ray was suggested. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.